Manufacturer narrative:
Product event summary: analysis was not able to confirm the stated reason for return of "noisy ventricular signal". It was noted that the battery was missing, the device was mechanically in tact and it passed all incoming functional tests. The battery was added and it passed its functional, electrical and systems tests.

Event description:
It was reported that the analyzer had a noisy ventricular signal. The analyzer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.